Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric, and 90% stenosed mid right coronary artery. A 3.25 x 15 mm nc trek was advanced to the lesion and inflated to 18 atmospheres; however, the balloon ruptured. A non-abbott balloon catheter was used for pre-dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: heartrailjl3.5. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and sem imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.